Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'improper shutdown during infusion' was reproduced. A review of the event history log (ehl) revealed 'improper shutdown during infusion'. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the faulty rear case alternating current (ac) power connector. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had improper shutdown during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.